Event description:
It was reported following a percutaneous peripheral intervention and stenting procedure a 6f angio-seal vip was selected for use. Difficulties were encountered during deployment. When trying to pullback the angio-seal physician felt no resistance and the angio-seal pulled out with the insertion sheath. Manual compression was applied for 20 minutes, the patient experienced a vagal reaction with bradycardia during compression, unrelated to the angio-seal deployment. Distal pulsation for the patient was observed. Atropine was administered and the patient was observed in the hospital for 48 hours. During the 48 hours, distal pulsation for the patient was observed and the patient was discharged. Reportedly there was no suture seen with the device. The patient has a medical history of diabetes and was given 5,000 units of heparin during the procedure and oral aspirin prior to the procedure. The patient will be followed by the physician in 1 month.

Manufacturer narrative:
One 6f angio-seal vip hemostasis sheath and carrier tube assembly were visually inspected and functionally tested. The carrier tube assembly had been fully inserted into the hemostasis sheath and was in the full rear-lock position. The anchor leading leg was located between the sheath tip and monifold, consistent with non-deployment. No other visual anomalies were noted. The carrier tube assembly was moved into the fill forward-lock position: the anchor fully exited the sheath distal tip, and the monifold fully collapsed onto the carrier tube. The carrier tube assembly was moved to the full rear-lock position: the anchor rotated to a deployed position and was fully seated against the sheath monifold. The anchor was then grasped and the suture extracted. No functional anomalies were noted. The overall device condition suggested extension and locking of the deployment sleeve prior to insertion into the hemostasis sheath, or resistance encountered during carrier tube advancement through the hemostasis sheath. Review of the service history record confirmed this lot met manufacturing requirements prior to shipment. There was no evidence found to suggest the event was caused from an intrinsic defect in the product, as supported by the analysis performed. Based on the information received, the cause for the reported event could not be conclusively determined. The angio-seal device instructions for use (IFU) cautions if anchor fracture or embolism is suspected, the device should be examined to determine if the anchor has been withdrawn. If bleeding occurs, apply manual or mechanical pressure to the puncture site per standard procedures. If anchor is not attached to the device, monitor patient (for at least 24 hours) for sign of vascular occlusion. Should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.